Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary intervention (pci) procedure using an 8f sheath. Reportedly, the lever of the proglide device could not be closed completely and the foot of the device did not retract fully. The device was flipped 180 degrees and was able to be removed with the foot partially open. The suture of the device was still able to be used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated.